Event description:
The patient's attorney reported that on (B)(6), 2008, the patient had surgery at (B)(6), to remove his tonsils and adenoids. Dr (B)(6) performed the surgery and used a microsurgical needle. The patient sustained 2nd and 3rd degree burns to his bilateral oral commissures (corners of his mouth). As a result of these burns, the patient's recovery was significantly protracted and caused him immense pain. Scarring ensued and is still present.

Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.